Event description:
Date of event is unknown, reported to be 2008. It was reported to boston scientific that post sling procedure, during follow up, the patient complained of pain. The physician thinks the patient may have urethral erosion and referred the patient to a urologist. The manufacturer has contacted the urologist who reported has not seen the patient and has no information regarding this event or patient. No additional information on the patients condition has been obtained.

Manufacturer narrative:
Date of implant unknown.